Event description:
In 2007, it was reported that a surgeon was attempting removal of an incompass screw. The reason for the revision is not known. The universal driver bent while trying to revise the screw. There was no surgical delay and no report of injury.

Manufacturer narrative:
The product return did not include the explanted screw for evaluation. Product manufacture date is unk. Lot number not provided. The complaint data did not identify a reason for the removal of the screw. A review of product labeling was performed. Revision of surgical implants may be due to several reasons including but not limited to breakage of hardware, pain, other neurological symptoms, failure to fuse, or as routine surgery due to patient preference. While no conclusion can be drawn as to the reason for the revision, there is no evidence to suggest the revision was due to a product malfunction.